Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer changed the cartridge to resolve the issues. Customer¿s blood glucose was 121 mg/dl.